Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: impaired healing, local reaction, thrombosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 53-year-old hispanic/latino female patient underwent a primary breast augmentation surgery with implantation of an 750cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced discomfort, leaking of her breasts, and blood clots. Her stitches that enclosed the wounds kept reopening. Consultation with a medical professional was conducted with mammogram imaging, magnetic resonance imaging, and computed tomography scans. No diagnosis was made. As a result, the patient underwent unilateral removal of the right breast implant without replacement on (B)(6) 2021. The date of explantation was provided to mentor, however the date was said to have been estimated as the patient had the left implant removed in the first week of february and had the right implant removed the following day. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right breast implant. Refer to manufacturing report number 1645337-2022-07301 for the contralateral event.

Manufacturer narrative:
On september 26, 2022, mentor received additional information. The patient removal date was updated. She underwent left breast removal on (B)(6) 2021 and had the right implant removed the following day. The explantation date for this file (right-sided implant) was updated to (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 30, 2022, mentor received additional information. The healthcare professional provided a clarification of events. The patient only underwent removal and replacement of the left breast implant. The right implant was not removed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).